Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d1, d2, d4, d6a, d6b, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.